Event description:
The patient¿s sister reported they were experiencing high blood glucose (bg) levels while wearing the pod which required medical attention. The reporter could not recall the bg levels at the time of the event and the date the event occurred. The patient went to the emergency room and was treated with insulin. There were no further details provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.